Manufacturer narrative:
Evaluation summary: quality assurance analysis revealed that the sds was not returned. Only the stent implant was returned. There was blood visible on the stent. There was no contrast visible. The stent implant was stretched out for a length of 8.5 cm. There was no other damage noted to the stent implant. Due to the damaged stent implant, the outer diameter measurements could not be taken. Product performance engineering reviewed the incident information and analysis of the returned stent implant. The inability to cross a lesion can be affected by numerous factors including but not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, device placement technique, and accessory device support. In this case, the failure to cross appears to be related to heavily calcified lesion. Return of the promus sds may have aided in the determination of root cause for the reported stent dislodgement. Potential causes for stent dislodgement, as observed in past incidents, may include improper or inadequate crimping at the time of manufacture, incorrect sheath sizing, positive pressure during preparation for use, negative pressure during sheath removal, forced sheath removal, handling of the stent during preparation for use, or interaction of the stent with the lesion, accessory devices and/or previously implanted stents. To help ensure this type of issue is not the result of manufacturing, all sds are inspected for proper stent placement, stent damage and crimped stent outer diameter. Additionally, prior to lot release, a sampling of units are destructively tested to verify stent dislodgement force and the units are again inspected for stent placement, crimped stent outer diameter and stent damage. Analysis noted that the stent implant was stretched. The stretching is possibly the result of the sds interaction during attempt to cross the heavily calcified lesion but more likely due to the snare device used to retrieve the dislodged stent. It was reported that the 3.5 x 28 mm promus sds could not cross the lesion, was pre-dilated and the same sds was re-introduced into the body. It should be noted that the promus v instructions for use (IFU) states, "for single use only. Do not resterilize or reuse. An unexpanded stent may be retracted into the guiding catheter one time only. An unexpanded stent should not be reintroduced into the artery once it has been pulled back into the guiding catheter. Subsequent movement in and out through the distal end of the guiding catheter should not be performed as the stent may be damaged when retracting the undeployed stent back into the guiding catheter. Failure to follow these steps and/or applying excessive force to the delivery system can potentially result in loss or damage to the stent and/or delivery systems components." In this case, it is likely that the re-use of the device contributed to the stent dislodgement. A review of the device manufacturing records was performed and there were no non-conforming material records for this lot that could have contributed to this complaint. All lot release testing met specifications including destructive testing to verify stent dislodgement force. The reported stent dislodgement appears to be related to the circumstance of the procedure. Product performance engineering will monitor the incident circumstances. All stent delivery systems are 100% visually inspected online for stent placement. Additionally, a sampling of units is destructively tested to verify stent dislodgement force. This MDR is considered closed by the product performance group.

Event description:
Reporting status: serious injury - medical intervention. Reporting rationale: snaring of dislodged stent. Device issue: stent dislodgement. It was reported that angiocine showed diffused disease from the ostial lcx to the mid lcx. The lcx was pre-dilated with another company's balloon catheter. Then ivus was performed, and 270 degree of calcium was found in the mid lcx. The 3.5 x 28 mm promus was advanced to the target site, but failed to cross. The lcx was pre-dilated again with another company's balloon catheter, and then the 3.5 x 28 mm promus was re-advanced to the lcx; however, the stent dislodged in the lcx. The dislodged stent was retrieved by snare. The lcx was pre-dilated a third time with the other company's balloon, and a new 3.5 x 28 mm promus stent was deployed successfully. Ivus was done after stenting and it showed good result. The patient was stable and the procedure was completed with satisfactory results. No additional event or patient information is available. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vascular's drug eluting stent in the us.